Event description:
The customer observed a burning odor from an architect i2000sr analyzer. Buffer had splashed from the tubing connection at the r1 syringe arm and caused an electrical short and burning on connector j2. The antenna board splash shield was in place. There was no adverse impact to patient management reported, and no injury to personnel was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer observed a burning odor from an architect i2000sr analyzer. Further investigation of the customer issue included a review of the complaint text, maintenance of the analyzer, a search for similar complaints, and a review of labeling. Abbott field service replaced the rv 1-2 and stat lls antenna, syringe, probe, lls cable set harness, and the load and unload diverter to resolve the issue. Instrument maintenance was completed on the analyzer and it was returned to use. Tracking and trending did not identify any adverse or non-statistical trends. Labeling was reviewed and found to be adequate. Based on the investigation no product deficiency was identified.